Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 11/3/2015 with the following findings: device evaluation: on investigation, the keypad was peeling off and the down arrow button demonstrated intermittent unresponsiveness due to an inverted button contact. The display screen was found to be discolored. The battery compartment was cracked along the side. The threads on the battery cap that was returned for investigation were stripped; a test cap was used to complete the investigation.

Event description:
The pump was returned for investigation. Investigation revealed an intermittently unresponsive keypad button, discolored display screen, cracked battery compartment and damaged battery cap. This report is made based on results of investigation completed on 11/3/2015.